Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device has been returned to vyaire facility for testing and evaluation. Service technician was not able to verify customer's reported problem "tidal volume and minute volume reading high". Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 132 hours extended tests at customer's settings without any unusual alarms and conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions.

Event description:
The customer reported that the tidal volume and minute volume on the ltv 1150 is reading high. There is no patient involvement associated with the event.